Event description:
It was reported that the customer received a button error alarm on the insulin pump when delivering a bolus. The customer was delivering a bolus when the alarm occurred. The customer's blood glucose was 325 mg/dl. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.